Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 1 complaint was received during this report period that was determined to be misapplication. The reported device is labeled for single use and was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction events which are associated with undesired damage or breakage of materials used in device construction. No patient information was confirmed.